Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 105mg/dl. During troubleshooting with tandem technical support, the pump was reset to clear the malfunction alarm, however, upon reset an unspecified malfunction occurred. Reportedly the customer reverted to manual injections for insulin therapy.